Manufacturer narrative:
(B)(4). Customer declined replacement product at this time. Most likely underlying root cause of malfunction: user had an inaccurate reference. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. (B)(4).

Event description:
Consumer reported complaint for e-0 and low blood glucose test results. The customer's expected fasting blood glucose test result range is undisclosed. The customer feels well and did not report any symptoms related to low blood glucose at the time of the call. Medical attention is not required at the time of the call. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is undisclosed. Customer stated she was released from ICU on (B)(6) 2016 and was given the tmx meter. Stated that the meter is giver her 50 mg/dl lower than its supposed to be. Customer also reporting e-0.